Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/17/2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated that she had been experiencing issues with the receiver not holding a charge. On (B)(6) 2017, the patient received an alert to charge the receiver and while it was charging, her blood glucose went low. It was indicated that the patient¿s husband called the paramedics and the patient was treated at home with intravenous (IV) therapy of dextrose and an unknown glucose liquid. At the time of contact, the patient was doing okay. Additional patient or event information is not available.